Manufacturer narrative:
The device had not been received for evaluation.(B)(4)

Event description:
The anchor's inserter stripped from the anchor and surgeon could not turn the handle. He had to take out piece of bone with anchor. He did put in new anchor and it worked well. The surgeon used an osteotome and took the piece of bone out where the anchor was attached. The second anchor was placed around the same area.